Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after reloading a cartridge onto the pump. Customer's blood glucose level ranged from 54 mg/dl to 200 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.